Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulties changing the infusion set. Customer did have some pain and was holding down the button when she got a no delivery alarm. Customer's blood glucose was 417 mg/dl at the time of the incident. Customer took insulin through the pump. Customer stated that the insulin did exit through the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer stated that she had some pain with the sets and she had another blood glucose reading of 317 mg/dl.